Manufacturer narrative:
During follow-up, the patient reported he also uses the m14 units, but was unable to confirm which product he was using at the time of infection. He noticed no defects or malfunctions with either the m12 or m14 units. He discarded the units he used and did not remember any lot numbers of the units he used when he acquired the infection.

Event description:
Intermittent catheter patient (user) stated he was treated with antibiotics at an urgent care for a urinary tract infection concurrent with catheter use. During follow-up, the patient he was prescribed an antibiotic (augmentin), took the full course, and recovered completely.